Manufacturer narrative:
The guidewire was returned jammed inside the inner body of the stent delivery system (which was full of blood) and could not be removed. The guidewire distal tip was protruding through the inner body distal end. Attempts were made to pull the guidewire out of the inner body were not successful. The guidewire was exposed section was examined and it was found to be bent along its proximal section. Visual inspection of the returned guidewire found that the guidewire platinum coil was slightly stretched; guidewire was kinked at approximately 140.5cm and 142.0cm from its proximal end. The guidewire polytetrafluoroethylene (ptfe) coating was scraped off at the kinked site. A functional test could not be performed because the guidewire could not be removed from the inner body. The cause for the observed peeled/scraped ptfe coating at the kinked location is likely a result of the inner body break of related stent delivery system device. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the observed issues. Therefore, a root cause of operational context has been assigned to the complaint.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was scraped off. There was no clinical consequence to the patient.